Event description:
A power source alert 07 was reported, indicating a charging issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer tried different wall adapters and charging cables, but these attempts did not resolve the issue. Customer continued to use pump for insulin therapy.